Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: there were no power issues observed in the black box history and no activity outside normal use observed in the black box or download history. There was no data observed in the black box from the time of the reported issue due to continued use of the device. There was no damage found to the battery compartment. The pump powered on normal with no alarms and the pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The correct serial number is (B)(4).